Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was moderately tortuous, moderately calcified and 95% stenosed, which likely contributed to the reported rupture. Analysis of the returned catheter noted contrast visible in the inflation lumen and the loosely folded balloon, which suggests that the device was prepared for use and pressurized during the procedure, as reported. There was also blood inside the balloon, which is consistent with the use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the balloon located 1 mm distal to the proximal marker, confirming the reported rupture. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which confirmed that the balloon exhibited a leak in the proximal working length and noted that the material was slightly pushed back in the proximal direction. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. It is likely that the balloon material was damaged (scratched) and weakened from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. There were also multiple bends found throughout the hypotube. However, this damage was not originally reported and likely occurred from further handling after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record (did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint, the returned product analysis and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the balloon was prepped and delivered to the lesion. Upon the first inflation to 14 atmospheres, the balloon ruptured. No patient effects were reported. Another trek of the same size was used for the procedure. No additional information was provided.